Manufacturer narrative:
(B)(4). The device history record of the product 332608 batch number 74l1601619 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. All materials used during the assembly met current specifications. The device history review shows that the product was assembled and inspected according to specifications. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the scope broke during insertion. There was no patient injury.

Manufacturer narrative:
(B)(4). 1 sample was received in a bag. Signs of use are observed since a disinfection tag is present and the sample was not received on its original package. During visual inspection it was observed that the sample was received without the component 34021rm-nl (pe adapter). Also, it was observed that the other side of the tubing tip was found cut with a less of piece of tubing and also without the component 34050rm-nl (8fr brasch bulb). No other issues were found. Qty. Received: 1 ea. Qty. Mfg.: 200 ea. The failure mode reported in the customer complaint is confirmed during visual inspection. However, it is unknown how the tubing got cut since there are controls in the manufacturing assembly process that can detect this condition prior shipping the material. During normal assembly process the tubing pass thru different stations (tip formed, perform holes on tubing, glued component 34050rm-nl, paint black scale & dried process, tubing length cut, paint red scale & dried process, place component 34021rm-nl, place sample on bag, sealing bag, place on pouch and sealed and finally package on box) and on each process step the material is inspected before the next assembly process. The tubing used in the process was 34004rmc (pvc tubing colorant breen 5402 4fr), lot number 18030 and the vendor is 800090 fbk medical device tech. The sample will be send to the vendor for further analysis and this report will be updated with the evaluation results. Based on the visual inspection of the sample received, the complaint is confirmed. Although the condition observed on the sample provided, there is no sufficient evidence to assure that this issue was originated during the manufacturing assembly. Sample will be send to the vendor that provides the component used during this assembly and this report will be updated with the evaluation results. However, the personnel of the assembly line were notified on (B)(6) 2019 for awareness.

Event description:
It was reported that the scope broke during insertion. There was no patient injury.